Manufacturer narrative:
Product analysis: the catheter was returned for evaluation. No kinks were observed. Pins were observed to be in good condition. The catheter passed resistance testing. The catheter passed functional testing. The fep is damaged to the extent that the coil has become exposed. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a closurefast catheter for treatment. It is reported that the catheter was inserted as usual, but the temperature of the catheter would not rise when the ablation button was pressed. Multiple attempts were made but the temperature did not rise, and the product was unable to ablate. The reported catheter was replaced and the planed treatment was completed. No patient injury reported. No patient injury reported.